Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The balloon was returned inside an unknown 7fr introducer sheath. A complete circumferential break to the outer catheter at the proximal balloon glue joint was observed. The distal tip of the balloon was protruding from the distal end of the sheath. The introducer sheath was examined and the distal tip was observed to be flared, likely indicating retraction issues. Based upon these findings, the investigation is confirmed for retraction issues and a break at the proximal balloon glue joint. It is likely that the break in the outer catheter was a result of the retraction issues. However, the definitive root cause for the retraction issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon was difficult to retract through the introducer sheath, and the bond between the balloon and catheter broke. The catheter and sheath were removed as a single unit. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.